Manufacturer narrative:
The lead was returned for patient deceased. As received only the connector portion of the lead was returned in one piece. Electrical and visual analysis did not identify any anomalies.

Event description:
Additional information received noted that the right ventricular lead and left ventricular lead of the patient were explanted on (B)(6) 2023.

Event description:
Related manufacture reference number: 2017865-2024-22654 related manufacture reference number: 2017865-2024-22655 it was reported that the patient deceased due to congestive heart failure. The following facility of the patient was contacted. Response received noted that there was no allegation of malfunction on the pacing system.